Event description:
The pt was not getting good pain relief so the dose was increased. The pt's dose was increased again without good pain relief. The tubing was checked for patency and it was patent. The reservoir was aspirated and 20cc was gone that should have still been in the reservoir. The pump was explanted. Pt received a new pump with good pain control. The explanted pump was sent to MFR. A problem was suspected early in 9/1997.